Event description:
It was reported, the colonovideoscope had a clogged biopsy channel due to insufficient or incorrect reprocessing. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the reportable malfunction reported in b5. In addition, there was a foreign material blockage of the air/water channel, and a dirty objective lens. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel and air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events may be detected and prevented by handling device in accordance with the following instructions for use (IFU): IFU states detection methods in cf-q150l/I operation manual chapter 3 preparation and inspection. IFU states prevention measures in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.